Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation, we exclude a manufacturing or material related error. Rational: no causality between the product and the mentioned issue can be found. An infection of the patient that already existed before the surgery cannot be excluded. According to the IFU, csf leaks can not be fully ruled out in some individual cases. No CAPA is necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It has been reported that following placement of a lyoplant onlay (used for dura replacement), imaging indicated there was cerebral spinal fluid (csf) leakage. At 15 days post op, the patient underwent surgery to address the leakage; however, the operation determined there was no csf leakage. The lyoplant was not revised.